Event description:
On 05/02/2000, upon attempting anastomosis of sigmoid colon with ethicon 1proximate reloadable linear cutter, the device failed to "fire" properly, thus not creating an intact suture line. The area was prepared again, a new cartridge was loaded into the device and re-tried. This time an intact suture line appeared to have been achieved. On 05/04/2000, pt taken back to surgery due to increased abdominal pain, elevated heart rate, and fever, anastomosis site found to be leaking. This was repaired and the pt returned to maximum care unit in serious condition.